Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient reported being in the hospital due to peritonitis. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event are known.